Event description:
It was reported that there was difficulty extending the array. A 3.0/17/15 leveen superslim needle was selected for preparation; however, the physician had difficulty opening and closing the array. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that there was difficulty extending the array. A 3.0/17/15 leveen superslim needle was selected for preparation; however, the physician had difficulty opening and closing the array. The procedure was completed with another of the same device. No patient complications were reported. Device evaluated by manufacturer: examination of the returned complaint device revealed that one leveen needle electrode was received with its tines in closed/retracted position. No visual defects were noted, the returned product looks in good conditions without evidence of damages or anomalies. Moreover, the handle was able to be moved forward and backward and the tines of the returned device could be extended and retracted properly without problems or resistance.